Manufacturer narrative:
Concomitant medical products: 4068-52 lead, implanted: (B)(6) 2000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) had tripped due to a high sensing integrity counter (sic) and several non-sustained ventricular tachycardia episodes. There was noted oversensing on some episodes. Follow up with the physician indicated that the numbers had increased due to the patient coming in contact with something ungrounded at work. A device check indicated there was no lead issue. The device remains in use and no intervention was taken. No patient complications have been reported as a result of this event.